Event description:
It was reported that during pre-dilatation in the heavily calcified, non-tortuous, left superficial femoral artery, the 5.0x100x135, foxcross balloon was inflated once to 8 atmospheres and waist was observed in the mid segment of the balloon. The balloon was deflated and the catheter was withdrawn from the anatomy and exchanged for another fox cross balloon. Pre-dilatation was performed successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.